Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/9/2025. It was reported that an alert/notification settings issue occurred. Data was further reviewed. It was found in connection with the reported allegation that on the alleged date of event, 11/12/2025, from 02:32 pm to 03:12 pm, the app delivered the falling fast, low, urgent low soon, and urgent low alerts at 0% volume as they were all set to vibrate only. By design, after 20 minutes, the urgent low alert escalated to 50% volume and then 100% volume from 03:22 pm to 04:27 pm. The app experienced temporary sensor error for 10 minutes, then continued delivering urgent low alerts, starting over at 0% volume and escalating to 100% volume by 05:02 pm. No alert were acknowledged during this time. Data investigation confirmed an alert issue as no audio output. The probable cause is alert set to vibrate only. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, prior to leaving home, the patient¿s wife confirmed that the patient¿s continuous glucose monitor (cgm) was providing readings; however, no specific value was noted at that time. The patient was wearing a tandem insulin pump. Approximately one hour later, upon returning home, the patient¿s wife found the patient lying face down on the floor and barely breathing. Cgm and blood glucose (bg) meter readings were not checked at this point. Emergency services (911) were called, and the patient¿s wife was instructed to begin CPR. Upon ems arrival, the patient was moved to another room for treatment, and the wife was not informed of any cgm/bg readings or medications administered. It was not determined whether the patient experienced a hyperglycemic or hypoglycemic event. The patient was transported to the emergency room with significant facial, head, and chest injuries sustained during the fall. The patient was admitted to the ICU and remained intermittently conscious for four days. He was discharged on (B)(6) 2025 and is reportedly doing well at the time of this report, with ongoing follow-up appointments with his endocrinologist, neurologist, and cardiologist. The patient stated that he suspected the dexcom app did not provide an audible alert for high or low glucose levels because his phone was set to silent mode the previous night, which caused the app to mirror the phone¿s settings. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.